Manufacturer narrative:
Unit received with blank display due to corroded lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify display anomaly due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported of not being able to see display screen and was not sure why. Customer also reported that insulin pump was exposed to moisture from swimming pool. Customer's blood glucose was 80 mg/dl. Insulin pump would be replaced.